Event description:
The patient submitted a medwatch report to the FDA (mw5100214) reporting having a seizure that resulted in being hospitalized for 3 weeks. The patient reported not receiving treatment for vns problems, specifically that he has had increased pain in his neck and chest, as well as increased seizures. Attempts for additional information have been made; no additional relevant information has been received to date.